Manufacturer narrative:
Continuation of d10: product ID neu_ins_stimulator lot # serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 977119 lot# serial# unknown implanted: explanted: product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: product ID: 977119, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Data was collected via a double-blind patient study. The reported events are as follows: 1. The patient was a 55¿64 years old female. The patient reported two clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported somewhat disagreeing that pain relief is consistently controlled regardless of activity or body position. The patient reported somewhat agreeing that the spinal cord stimulator can be too weak for some activities or body positions and that pain increases. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported not turning the stimulator down when shocks or jolts occur. 2. The patient was a 45¿54 years old male. The patient reported two clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. 3. The patient was a 65¿74 years old male. The patient reported that the experience with the current spinal cord stimulator was slightly worse than with a previous device. The patient reported somewhat agreeing that the spinal cord stimulator can be too strong for some activities or body positions. The patient reported avoiding activities due to shocks or jolts from the spinal cord stimulator. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported turning the stimulator down when shocks or jolts occur. The patient reported turning the stimulator off when the stimulator causes pain or discomfort. 4. The patient was a 45¿54 years old male. The patient reported two clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported somewhat agreeing that the spinal cord stimulator can be too strong for some activities or body positions. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported not turning the stimulator down when shocks or jolts occur. 5. The patient was a 55¿64 years old male. The patient reported three clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported somewhat disagreeing that pain relief is consistently controlled regardless of activity or body position. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported not turning the stimulator down when shocks or jolts occur. 6. The patient was a 65¿74 years old male. The patient reported avoiding activities due to insufficient pain control from the spinal cord stimulator. The patient reported somewhat disagreeing that pain relief is consistently controlled regardless of activity or body position. The patient reported somewhat agreeing that the spinal cord stimulator can be too strong for some activities or body positions. The patient reported somewhat agreeing that the spinal cord stimulator can be too weak for some activities or body positions and that pain increases. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported turning the stimulator down when shocks or jolts occur. 7. The patient was a 55¿64 years old female. The patient reported one clinic visit for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported somewhat agreeing that the spinal cord stimulator can be too weak for some activities or body positions and that pain increases. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported turning the stimulator down when shocks or jolts occur. 8. The patient was a 45¿54 years old male. The patient reported somewhat agreeing that the spinal cord stimulator can be too weak for some activities or body positions and that pain increases. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. 9. The patient was a 45¿54 years old male. The patient reported avoiding activities due to shocks or jolts from the spinal cord stimulator. The patient reported avoiding activities due to insufficient pain control from the spinal cord stimulator. The patient reported three clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported somewhat agreeing that the spinal cord stimulator can be too strong for some activities or body positions. The patient reported somewhat agreeing that the spinal cord stimulator can be too weak for some activities or body positions and that pain increases. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported not turning the stimulator down when shocks or jolts occur. 10. The patient was a 75¿84 years old male. The patient reported four clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported somewhat agreeing that the spinal cord stimulator can be too strong for some activities or body positions. The patient reported that pain increases enough to be bothersome. 11. The patient was an 85+ year old male. The patient reported avoiding activities due to insufficient pain control from the spinal cord stimulator. The patient reported somewhat agreeing that the spinal cord stimulator can be too weak for some activities or body positions and that pain increases. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported turning the stimulator down when shocks or jolts occur. 12. The patient was a 75¿84 years old female. The patient reported that pain increases enough to be bothersome. 13. The patient was a 75¿84 years old female. The patient reported being somewhat dissatisfied with the spinal cord stimulator overall. The patient reported being somewhat dissatisfied with the pain control provided by the spinal cord stimulator. The patient reported being somewhat dissatisfied with the consistency of pain control throughout the day. The patient reported being somewhat dissatisfied with the consistency of pain control over months or years. The patient reported avoiding activities due to insufficient pain control from the spinal cord stimulator. The patient reported three clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported somewhat disagreeing that pain relief is consistently controlled regardless of activity or body position. The patient reported somewhat agreeing that the spinal cord stimulator can be too weak for some activities or body positions and that pain increases. The patient reported completely disagreeing that adjusting the stimulator relieves increased pain. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported not turning the stimulator down when shocks or jolts occur. 14. The patient was a 45¿54 years old female. The patient reported two clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported somewhat agreeing that the spinal cord stimulator can be too weak for some activities or body positions and that pain increases. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported not turning the stimulator down when shocks or jolts occur. 15. The patient was a 65¿74 years old female. The patient reported being very dissatisfied with the spinal cord stimulator overall. The patient reported being very dissatisfied with the pain control provided by the spinal cord stimulator. The patient reported being very dissatisfied with the consistency of pain control throughout the day. The patient reported being very dissatisfied with the consistency of pain control over months or years. The patient reported avoiding activities due to insufficient pain control from the spinal cord stimulator. The patient reported five clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported completely disagreeing that pain relief is consistently controlled regardless of activity or body position. The patient reported completely agreeing that the spinal cord stimulator can be too strong for some activities or body positions. The patient reported completely disagreeing that adjusting the stimulator relieves increased pain. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported turning the stimulator down when shocks or jolts occur. 16. The patient was a 55¿64 years old female. The patient reported that pain increases enough to be bothersome. 17. The patient was a 35¿44 years old female. The patient reported two clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported somewhat agreeing that the spinal cord stimulator can be too strong for some activities or body positions. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported turning the stimulator down when shocks or jolts occur. 18. The patient was a 65¿74 years old female. The patient reported being somewhat dissatisfied with the spinal cord stimulator overall. The patient reported being somewhat dissatisfied with the pain control provided by the spinal cord stimulator. The patient reported being somewhat dissatisfied with the consistency of pain control throughout the day. The patient reported being very dissatisfied with the consistency of pain control over months or years. The patient reported being somewhat dissatisfied with the size of the spinal cord stimulator under the skin. The patient reported avoiding activities due to insufficient pain control from the spinal cord stimulator. The patient reported two clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported somewhat disagreeing that pain relief is consistently controlled regardless of activity or body position. The patient reported completely agreeing that the spinal cord stimulator can be too strong for some activities or body positions. The patient reported somewhat agreeing that the spinal cord stimulator can be too weak for some activities or body positions and that pain increases. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. 19. The patient was a 45¿54 years old male. The patient reported being very dissatisfied with the spinal cord stimulator overall. The patient reported being very dissatisfied with the pain control provided by the spinal cord stimulator. The patient reported being somewhat dissatisfied with the consistency of pain control throughout the day. The patient reported being very dissatisfied with the consistency of pain control over months or years. The patient reported being very dissatisfied with the size of the spinal cord stimulator under the skin. The patient reported avoiding activities due to insufficient pain control from the spinal cord stimulator. The patient reported three clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported completely agreeing that the spinal cord stimulator can be too weak for some activities or body positions and that pain increases. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported not turning the stimulator down when shocks or jolts occur. 20. The patient was a 65¿74 years old male. The patient reported being somewhat dissatisfied with the spinal cord stimulator overall. The patient reported being somewhat dissatisfied with the pain control provided by the spinal cord stimulator. The patient reported being somewhat dissatisfied with the consistency of pain control throughout the day. The patient reported being somewhat dissatisfied with the consistency of pain control over months or years. The patient reported avoiding activities due to shocks or jolts from the spinal cord stimulator. The patient reported avoiding activities due to insufficient pain control from the spinal cord stimulator. The patient reported three clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported completely disagreeing that pain relief is consistently controlled regardless of activity or body position. The patient reported completely agreeing that the spinal cord stimulator can be too strong for some activities or body positions. The patient reported somewhat agreeing that the spinal cord stimulator can be too weak for some activities or body positions and that pain increases. The patient reported stimulation-related pain or discomfort. The patient reported that pain increases enough to be bothersome. The patient reported turning the stimulator down when shocks or jolts occur. 21. The patient was a 55¿64 years old female. The patient reported five clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported somewhat disagreeing that pain relief is consistently controlled regardless of activity or body position. The patient reported somewhat agreeing that the spinal cord stimulator can be too strong for some activities or body positions. The patient reported somewhat agreeing that the spinal cord stimulator can be too weak for some activities or body positions and that pain increases. The patient reported somewhat disagreeing that adjusting the stimulator relieves increased pain. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported turning the stimulator down when shocks or jolts occur. 22. The patient was a 75¿84 years old female. The patient reported one clinic visit for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported somewhat agreeing that the spinal cord stimulator can be too strong for some activities or body positions. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported not turning the stimulator down when shocks or jolts occur. 23. The patient was a 65¿74 years old male. The patient reported two clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported completely agreeing that the spinal cord stimulator can be too strong for some activities or body positions. The patient reported completely agreeing that the spinal cord stimulator can be too weak for some activities or body positions and that pain increases. The patient reported stimulation-related pain or discomfort. The patient reported that pain increases enough to be bothersome. The patient reported not turning the stimulator down when shocks or jolts occur. 24. The patient was a 35¿44 years old female. The patient reported that the experience with the current spinal cord stimulator was slightly worse than with a previous device. The patient reported being somewhat dissatisfied with the spinal cord stimulator overall. The patient reported avoiding activities due to insufficient pain control from the spinal cord stimulator. The patient reported two clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported completely disagreeing that pain relief is consistently controlled regardless of activity or body position. The patient reported completely agreeing that the spinal cord stimulator can be too strong for some activities or body positions. The patient reported completely agreeing that the spinal cord stimulator can be too weak for some activities or body positions and that pain increases. The patient reported completely disagreeing that adjusting the stimulator relieves increased pain. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported not turning the stimulator down when shocks or jolts occur. 25. The patient was a 55¿64 years old female. The patient reported avoiding activities due to insufficient pain control from the spinal cord stimulator. The patient reported four clinic visits for spinal cord stimulator reprogramming due to inadequate pain relief. The patient reported somewhat disagreeing that pain relief is consistently controlled regardless of activity or body position. The patient reported somewhat agreeing that the spinal cord stimulator can be too weak for some activities or body positions and that pain increases. The patient reported experiencing unwanted tingling, jolting, or shocking sensations. The patient reported that pain increases enough to be bothersome. The patient reported not turning the stimulator down when shocks or jolts occur. Further follow-up communication is not possible since no patient or healthcare provider information was gathered due to study restrictions.